Event description:
It was reported that the intracavity model 3d9-3v probe was leaking oil from the lens area. The probe was associated with the epiq 5g ultrasound system at the customer¿s site. The issue was discovered outside of clinical use, and no patient or user was harmed as a result of the issue. The customer's complaint was addressed by providing information for a replacement transducer. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
The complaint was escalated for a product analysis; however, the customer declined service and chose not to replace the 3d9-3v transducer. As such, the transducer could not be obtained for failure analysis. Based on the evidence available in this investigation, the reported leaking of fluid from the dome may have been a result of use-related factors such as repeated handling or gouge/impact damage sustained by the dome. There is no indication of non-conforming material at shipment, nor any evidence of a design anomaly that would warrant further action.